Event description:
I had several surgeries that made me think that it might be bad mesh. Hernias in stomach. Did the problem stop after the person reduced the dose or stopped taking or using the product" no. Did the problem return if the person started taking or using the product again: yes. (B)(6) hosp; 20x25 strattice mesh 6x8 proceed mesh (B)(6) hosp proceed mesh. Estimated blood loss: 250 ml. Findings: large amount of adhesions throughout the abdomen. Old mesh along the right abdominal hernia opening. Description of procedure: after risks and benefits were explained, informed consent was obtained. The patient was brought to the surgical suite and placed in supine position. After induction of general anesthetic, the abdomen was prepped with chloraprep and draped in a sterile fashion. An incision was made in the left lateral abdomen along the anterior axillary line, allowed placement of an 11 mm trocar just underneath the external oblique aponeurosis. This allowed placement of a balloon dissector within this space, which was enlarged. A balloon-tip catheter was then placed, and area was insufflated. A 5 mm trocar was placed in the left lower quadrant, and component separation was performed along the length of the external oblique cephalad to caudad. Trocars were then removed. Scar was excised with the cautery and passed off the field as specimen. Continued dissection. Abdomen was entered, and adhesions were freed from the fascial edge. An old piece of proceed mesh was noticed along the right edge of the hernia neck which was very large. All adhesions were lysed, and old mesh was cut away from the right rectus abdominis from along the edge and passed off the field as specimen. The right rectus was freed from the subcutaneous fascia, and it was freed along the external oblique laterally to lateral to the rectus abdominis. The external oblique was incised in a longitudinal fashion releasing this component for bilateral myocutaneous advancement flaps. A 24 x 20 piece of strattice mesh was brought up in the field. It was turned in a diamond fashion. It was secured cephalad and inferior just above the pubis and lateral. The sutures were brought up lateral to the rectus with a suture passer, and 3-0 pds sutures were placed between these four sutures securing the edge of the mesh to the anterior abdominal wall. The midline fascia was then approximated with double-stranded 0 pds. Two large 19-french round blake drains were placed in the lower abdomen in the lateral abdomen secured with a 2-0 nylon. Hemostasis was well achieved. However, there was a modest amount of bleeding from all the dissection. The subcutaneous tissues were approximated with running 2-0 vicryl, and the skin was approximated with a stapler. Dressings were applied .anesthesia was discontinued. The patient was taken to the postanesthesia recovery room in stable condition. Please see reports mw5055970 and mw5055969.